Event description:
Patient had cath procedure for closure of large asd using amplatzer septal occluder. Procedure went well, patient did well overnight for observation, and patient received an echo the next morning after procedure that looked great. After discharge patient felt "uncomfortable." The patient experienced chest pain and fullness in the abdomen which prompted return to the ed for evaluation. At arrival, the patient was noted to be diaphoretic and hypotensive. Device had eroded through the roof of the left atrium and adjacent aortic root (non-coronary sinus).patient was brought to the or to remove the closure device and surgically close the asd.